Event description:
It was reported by the customer, that during use, the intra aortic balloon (iab) had broken fiber optic sensor. The treatment was completed and there was no patient harm. Field service engineer could not find anything wrong with the fiber optic port on the pump.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.